Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one round of anti-tachycardia pacing (atp) for what appeared to be supraventricular tachycardia (svt) due to functional undersensing of atrial signals. Technical services (ts) was contacted and recommended possible reprogramming options. This ICD remains in service. No adverse patient effects were reported.